Event description:
It was reported the rigid video laparoscope optics had purple defects in the field of vision. The issue occurred shortly after incision of a laparoscopy procedure and was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "image is purple" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light transmission is not given or is too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the video cable is broken and therefore the image is purple. The lg-bundle (light guide bundle) of the insertion section is broken and therefore the light transmission is not given or is too low. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope optics had purple defects in the field of vision. The issue occurred shortly after incision of a laparoscopy procedure and was completed with a similar device. There was no report of patient harm.